Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed. Based on the analysis, the alleged settings issue could not be verified.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that the pump time was inaccurate. Customer's blood glucose ranged from 217-266 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.